Event description:
It was reported that the patient presented to the clinic for a follow-up. A routine device check revealed that the right atrial (ra) lead exhibited a loss of signal. During the ra lead revision, it was observed that the helix of the ra lead failed to extend. The ra lead was explanted and replaced. The patient was in stable condition.